Event description:
It was reported that during a mildly tortuous, non-calcified, left anterior descending artery interventional procedure, a balance middleweight (bmw) universal ii guide wire was advanced to the lesion without difficulty. As a non-abbott balloon dilatation catheter was advanced over the bmw universal ii guide wire there was resistance felt and the bdc was removed from the guide wire with resistance too. The bmw universal ii guide wire was removed from the patients anatomy and a prowater guide wire was used successfully for the procedure. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position/remove the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.